Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the affiliate that the tlc75 device did not fire on the first firing. Another device was used to complete the case. There was no consequence to the pt.